Manufacturer narrative:
(B)(4). After reviewing the returned device, the complaint was confirmed. The inspection revealed that the device was returned locked open and the deployment tab had been pulled off of the opening cables. It was found that the opening cable had become lodged between the pulley and the toggle preventing the device from closing. After manipulating the cable to ride correctly on the pulley, the device was able to close and the clip was able to be deployed.

Event description:
During a robotic mitral valve repair with laa management procedure, the clip did not deploy when the orange tab was pulled. The procedure was prolonged for two minutes and they used another clip which worked perfectly. The patient outcome was not affected.